Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and no delivery. The customer's blood glucose level was unknown at the time of the incident. The customer was unable to troubleshoot. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self test, off no power test, (B)(4) error test, occlusion test, prime/ (B)(4) test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. Unable to verify low reservoir alarm and excessive no delivery alarm due to motor error alarm. Pump received with minor scratched display window and cracked battery tube threads.